Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a (B)(6) study reported that there was a premature discharge of the stimulator. The stimulator lasted for 17 months. There was no stimulation felt by the patient. The patient had a recrudescence of pain. No diagnostics or troubleshooting was performed. The patient was hospitalized from (B)(6) 2015 until (B)(6) 2015. There was a change of the stimulator for a rechargeable stimulator on (B)(6) 2015. The issue was resolved at the time of report. The event was serious and related to the device. The device was on continuous stimulation. The battery was on "drp" mode on (B)(6) 2015. The patient was doing well. Relevant medical history included: chronic neuropathic pain, chronic radiculalgia.